Manufacturer narrative:
The customer microbial test results information for the subject device has not yet been received. The subject device however, was sent to olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. The device was then returned and received at rrc (regional repair center) olympus hamburg for physical device evaluation and findings are noted below: device inspection found distal end cap impact points (cracked/dented). Insertion tube noted with heavy scratches, peeling. Below are information on customers cds checklist: aer/ewd reprocessor: tested, model name: medivators isa (cantel), detergent name: isaclean, disinfectant name: isaspor. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : giosept. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port, balloon channel, distal end areas around elevator. Brush model: batrik-olympus manual disinfection performed. Disinfectant used: isaclean con pompa di lava. Scope storage: simple cabinet without any drying function. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported a microbiological tests positive. The customer then sent the device to (olympus (B)(4)) for olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Correction to e1, please see e1 for further detail. Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the user did not provide the reported positive culture test results. The investigation determined that the user did not deviate from the reprocessing instructions specified in the instruction¿s for use (IFU). Olympus performed culture testing after reprocessing in accordance with the IFU before repair; the results conformed to the regulation's recommendation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.